Manufacturer narrative:
Additional information received: during the procedure it was reported that the guidewire could not pass through the guidewire cavity of the iliac leg. When the guidewire was inserted into the delivery system the guidewire was blocked. No issues were observed while flushing of the endurant delivery system. Evaluation summary: numerous kinks were observed along the graft cover over the graft and stent stop. A 0.035-inch guidewire was loaded via the taper tip, resistance was noted at the kink site over the stent stop. The graft was deployed with no abnormality noted. Damage was visible to the distal end of the stent stop. The inner spiral shaft was damaged underneath the stent stop and distally along the shaft. The guidewire loading issues were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was attempted to be implanted in a patient for the endovascular treatment of an 64 mm abdominal aortic aneurysm. It was reported that during the index, guide wire loading issue was encountered. Alternatively, the procedure was completed with another medtronic device. As per the physician, cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.